Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.6. Investigation summary: bd received 1 sample and 1 photo for investigation. The sample and photo were reviewed and the indicated failure mode for missing tube label was observed. Additionally, retention samples from bd inventory, were visually inspected and no label issues were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for missing tube label. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® k2e (edta) 10.8mg there was no label on the tube. There was no report of impact to patient or user.